Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0m7c4, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and suddenly could not make it to the bathroom. Prior to a week prior to report the patient¿s symptoms were helped. The patient reportedly had success with her initial settings and had never made any changes. The patient¿s health care professional suggested that she call medtronic. The patient knew that stimulation was still on. Patient services worked with the patient and the patient programmer to check her settings. The patient was on program 2 at 3.2. Patient wanted to try program 3. Patient services helped the patient turn stimulation off and activate 3 and increase until she felt stimulation comfortably sitting, standing, walking, etc. Twelve days after initial report the patient reported that she had no concerns with her device or therapy. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.